Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer who reported that multiple restarts had not resolved the issue. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the suite pc failed to start. The fse replaced the suite pc. The suite pc was returned for analysis. Failure analysis found that the suite pc had failed due to a defective motherboard. After the suite pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.